Manufacturer narrative:
Analysis confirmed the stated reason for return, lack of ventricular pacing and it was attributed to a defective main board which was then replaced and calibrated to resolve. The device passed all tests with no visual/electrical anomalies.

Event description:
It was reported that the external pulse generator lacked ventricular pacing. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed that a resistor was burned. Bench analysis found that resistors were out of specification and transistors were defective. Additional analysis was performed by replacing the defective parts and assembling the main board into a golden case. A functional test was then performed and the atrial channel failed the output noise test, the upper limit is 100 millivolts and the device measured 111 millivolts. Conclusion: the reported event was confirmed, there were defective resistors and transistors.